Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that during the use of a disposable breathing circuit, an air leak was found. The reported issue was resolved and no adverse health outcomes occurred.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection of the device did not identify any damage or tear on the tube. Functional testing involved a leak test and identified that the anesthesia circuit and breathing bag did not have a leak. A review of the testing and inspection documents was performed and found to be adequate and correct. A review of the manufacturing process was performed on a similar part (same process controls, product tests, line equipment, process flow, and components) and passed inspection. Based on the evidence, the root cause was unable to be determined. There was no issue observed with the device.